Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. Customer changed infusion set and reservoir and still received a no delivery alarm. Customer changed infusion set again and resolved alarm. Customer's blood glucose was 120 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer would like to return set but was not able to troubleshoot, therefore, unable to determine the cause of occlusion.